Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18797. It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead dislodged after multiple attempts. A new right ventricular lead was implanted, but exhibited high capture threshold, low r-wave sensing, and high pacing impedance. The lead was replaced successfully on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and r-wave amp variation were not confirmed. Analysis was normal. No anomalies were found.